Event description:
The ventricular assist device (vad) coordinator reported that one day post left ventricular assist device (vad) implant the patient experienced electrical faults, and a controller exchange performed. The manufacturer's field engineer came on site and examination revealed contamination of the driveline connection. Additionally, the connectors on both the primary controller and the backup controller were found to be contaminated. The field engineer performed a cleaning of the driveline connection. The electrical faults were not replicated post-cleaning, and the patient is reported as stable. This is report 2 of 3.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation. The reported complaint event code "inadequate flow rate" could not be replicated. Visual inspection revealed a region of slightly altered surface finish at the perimeter of the inferior surface of the impeller measuring 15 x 10 mm. No dimensional or functional issues that may have caused or contributed to the reported event were observed during analysis of returned unit. Independent pathologic evaluation did not reveal the presence of thrombus and was unremarkable. The reported event (inadequate flow rate) was confirmed through a review of the controller log analysis. The sudden sustained decrease in flow may be due to an occlusion event or change in patient state; however, the cause of the inadequate flow rate cannot be conclusively determined. The device malfunction was unconfirmed; there is no evidence to suggest that the device caused or contributed to the reported event. For general information: log file analysis review date (B)(4) 2014. Data through (B)(4) 2014. Power consumption below normal operating range. 1 low flow alarm was logged on december 08, 2014 at 05:51:50. The low flow alarm limit is currently set to 2.0 lpm. A sudden and sustained decreased in estimated vad flow was observed on (B)(4) 2014. The decrease in estimated flow magnitude was approximately 3.7 lpm. Parameters are below the normal operating range. There is no indication that the device malfunctioned, the patient condition may have caused or contributed to the event. Serious and life threatening adverse events, including death and stroke have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01369, 3007042319-2015-01370 and 3007042319-2015-01371) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01369 and 3007042319-2015-01371) submitted for devices related to the same event. The device has not been received.